Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure with posterior wall isolation, there was a pericardial effusion in the right superior pulmonary vein. Ablation was being performed on the roof and anterior to the rspv. When ablation was moved down to the posterior wall the patient became hypotensive. An effusion was then seen on the tee. A pericardiocentesis was performed and the patient stabilized.